Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited adhesive blocked in the pipe port of the forceps channel and the bending rubber had foreign material (dirty). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the blocked forceps channel, the likely cause was adhesive blocked in the pipe port. Based on the results of the investigation of the dirty bending rubber, a definitive root cause could not be established and type of foreign material could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.